Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging heart issues that needs a stent to put in, lightheaded and dizziness, nasal/throat irritation or soreness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged heart issue, lightheadedness, dizziness, and nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: external investigation: - the exterior of the device and the air inlet was covered in a yellow-brown contamination. Internal investigation: - dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. See care orchestrator data attached. - pil observed dark yellow / brown, sticky contamination throughout the device enclosure and blower box. The air inlet and blower box both had this contamination in a splatter pattern, suggesting a liquid spill into the air inlet. The power button was coated in this contamination and did not click properly, but still functioned correctly. During disassembly, the components of the device enclosure were sticking to each other as this contamination was coating the device. - slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER 2243857 (v1). - pil used the fitt (foam integrity test tool) per fitt document (er2245460 v01) to test the sound abatement foam for degradation and breakdown. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The manufacturer concludes that device, there was evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.